Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.5 mmol/l, 11.5 mmol/l, 10.9 mmol/l and 13.5 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter powered on with button press. A control solution testing was performed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle precision neo meter was reviewed and the DHR showed the freestyle precision neo meter passed all tests before release. Retain testing was performed and all units performed within specification. A DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.5 mmol/l, 11.5 mmol/l, 10.9 mmol/l and 13.5 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.